Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 5 mg/ml at 0.7mg via an implantable pump for unknown indication for use. Patient had unexpected reservoir volumes and was having pain. Pump was showing larger than expected volumes at refill. Environmental/external/patient factors that may have led or contributed to the issue included the 'pump may have been twiddled by patient, but patient says no'. Diagnostics/troubleshooting performed included a dye study and imaging. Neurosurgeon opened pump pocket and saw catheter was kinked/knots in many places (it looked sloppily tucked behind pump) and was replaced. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.